Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an angiojet zelante dvt thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that 64cm from the tip of the catheter the hypotube was broken. Functional testing showed that it was leaking at the break and received a ¿check saline supply.¿ the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 14-feb-2017. It was reported that priming difficulties occurred. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the leg. During catheter priming, a leak occurred at the pump resulting in a 'check saline' message. The device was unable to pass the priming stage and not used on the patient. The procedure was completed with a different catheter. There were no patient complications and the patient is stable. However, returned device analysis found a broken hypotube.